Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on corners and cracked by tubing guides and cracked bottom case by l-bracket and right plunger case. Event log history was performed, and motor rate error (mre) alarm was found recorded in history. During analysis, the reported issue regarding the mre alarm was unable to be duplicated at occlusion test, but the issue regarding top case being damaged was able to be verified. Service replaced old motor mount, worm coupling, blue worm gear, lead screw and both clutch halves. Service also replaced the top case, performed power up process, occlusion test, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor error and had damaged top case. No adverse effects were reported.